Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
The date received by manufacturer has been used for this field. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Materials#: 305270 batch#: 2164327 it was reported that the bd integra needle pulled out of the hub. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached xxx xxxx called on behalf of her husband xxxx xxxx, regarding a faulty syringe/needle. The needle wouldn¿t draw the medicine from the vial correctly at first, and then, once injected into the patient, mr xxxxx, the needle came off the syringe and is still inserted inside the mr xxxxx buttock muscle. Per his doctor, he is in the ER now for removal. (B)(6). Xxx xxx xx xxxx xxxxxx@xxx.xxx item# 305270 lot # 2164327.